Event description:
It has been reported to philips that the large screen does not display. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hard disk. The fse replaced the hard disk, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a diagnosis procedure which was delayed and completed using other system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot expose. Upon troubleshooting fse found a problem with hard disk. The cause of the reported problem was the broken hard disk. Fse replaced the image processing pc (ippc) hard disk and reinstalled the system software. After that the system was returned to good working condition.the codes were updated based on the investigation outcome. Device problem code was corrected.